Event description:
During patient use, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). Per the reporter, it was difficult to pull up the lifeband. It was possible to move the shaft by hand until the shaft could be released. As soon as the lifeband was removed, the driveshaft could be moved with the lifeband adapter and lifeband without any problem. When the lifeband was in the right position, the failure message clears, and the autopulse platform could be used normally. There is no difficulty removing the lifeband once the drive shaft is released. The customer reported they don't know if the failure had any impact on the patient or not. After the patient event, the platform was tested using a manikin and other lifebands, however, platform displayed user advisory (ua) 45 error message again.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn 43796) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the archive data review and functional testing. The root cause for the (ua) 45 error was due to the driveshaft not being at the "home position". Usually, the (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed that the encoder driveshaft was stuck and cannot be rotated. The root cause of the issue was failed drivetrain motor due to a defective component. During the visual inspection, there was no physical damage observed on the autopulse platform. During the archive data review, multiple (ua) 45 error messages were observed on the reported event date, thus confirming the reported complaint. During functional testing, the autopulse platform displayed the (ua) 45 error message upon powering up, thus confirming the customer's reported complaint. During further testing, the device displayed fault code 27 (encoder fault (> 3000 rpm)) as a result of a malfunctioning drivetrain motor. The failed drivetrain motor needs to be replaced to address the (ua) 45 and fault code 27. The brake gap inspection verified the brake gap was within the specification. Waiting for the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).